Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture (baker grade I-ii) (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with a mentor memorygel, 500cc silicone prosthesis experienced left sided rupture post procedure. Rupture discovered during replacement surgery. Additionally, left sided capsular contracture (baker grade IV) and right sided capsular contracture (baker grade I-ii) were also present. As a result, patient underwent bilateral replacements as follow: left- cat#:shpx-650, sn#: (B)(4), and right-shpx-595, sn#: (B)(4) on (B)(6) 2020. This report relates to right prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).